Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on the morning of (B)(6) 2017. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that ¿right away¿ after the issue occurred she developed a symptom of ¿rapid heartbeat¿ however denied receiving any treatment. During the call the cca noted that it was not the first time the meter had been used and the patient had followed the correct testing procedure. The test strips had not expired or been stored incorrectly and when the patient was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.